Manufacturer narrative:
G4:04feb2021. B4:05feb2021. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR. Report #:2031642-2020-04424 was submitted. Please refer to that MFR for full filing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15dec2020.

Event description:
It was reported to philips that the device was unable to activate. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.